Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extended instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal and cut test successfully. The instrument passed the continuity test upon testing. The instrument was fully functional. The manual release button was not used on the in-house system. Logs depicted grip release tool detected errors in the system logs. No product issue was identified. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer-reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the grips of the vessel sealer extend (vse) on arm 3 became stuck. There was no system error. A grip release slider was used to open the jaws, and bleeding was observed in the targeted mesorectum tissue after freeing the stuck jaws. The operator attempted to continue to work with the tool, but the tool had to be opened manually with the release slider. The estimated blood loss was 50 milliliters, which was controlled or coagulated using scissors. There was no unexpected tissue removal, the patient did not require a blood transfusion, and no other adverse complications were reported. A backup instrument was employed to complete the procedure, resulting in a delay of approximately 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A log review was performed by an isi failure analysis engineer and the digital signal processor logs show that the vessel sealer extend instrument in question was installed seven times and passed homing seven times. A quantity of 46 cut complete events and 112 seal events were noted with no errors. A quantity of five jaw angle open events were noted, which indicates that the user likely tried to cut too much tissue between the jaws and the jaws were too far open. No e100 logs were found since the instrument was used with an erbe generator. Master system controller logs show a quantity of 16 each of "log grip release tool detected" and "error middleman manipulation manager misuse," which are related to the use of the grip open ring without pressing the emergency stop button. Nothing from the logs explains why the vessel sealer extend got stuck on tissue. This could be due to excessive bio-debris buildup in the jaws or the user trying to seal too much tissue. The instrument was used for about 1 hour and 13 minutes.